Event description:
Our distributor in (B) (4) reported that a customer noticed that their iw934jeu cosycot infant warmer was slanting to the left due to the damage at the rear left arm of the electric elevator base. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Damage to the rear left arm of the electric elevator base of the cosycot infant warmer could possibly be due to overloading. Total weight of the device, including accessories and patient, should not exceed 115 kg. An investigation will be carried out once we receive the complaint device. A follow up report will be provided.